Manufacturer narrative:
Update for initial MDR in field, should have been (B)(6) 2017.

Event description:
A report was received that the patient had an infection in the upper incision where the lead was located. Symptom was redness around the incision site. The patient was prescribed antibiotics. It was believed that the infection did not happened post procedure and not device related. The patient underwent an explant procedure. The physician did not suspect device malfunction.

Manufacturer narrative:
Model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection in the upper incision where the lead was located. Symptom was redness around the incision site. The patient was prescribed antibiotics. It was believed that the infection did not happened post procedure and not device related. The patient underwent an explant procedure. The physician did not suspect device malfunction.